Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty cable. The event can be prevented by following the instructions for use which state: - never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was not confirmed. However, during evaluation found flickering/noisy image due to a faulty cable unit. Additionally, the evaluation found: there were cut marks on the cable unit causing water leakage from it; also, minor water leakage was coming from deformed cap unit and external chain holder was found in the cap unit. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information is provided by the user facility.

Event description:
The customer reported to olympus that during inspection the display was flickering while moving the camera head cable. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, intermittently no image and color bars were displayed, the image was not readable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.